Event description:
On 9/25/2024, the customer alleged via emailed medela llc that her pump in style breast pump was noisy and had low suction. Additionally, she alleged that she developed mastitis and sepsis. She alleged that she went to the emergency room and bought a replacement pump.

Manufacturer narrative:
Customer service responded to the customer via email and advised the customer to call in to resolve the issue she was having. On 9/25/2024, the customer called in and a replacement pump was sent to the customer. In follow up with a complaint handler on 9/30/2024, the customer stated that she was admitted to the hospital for a week and for an infusion treatment, daptomycin and an oral antibiotic. The customer stated that the mastitis began shortly after she purchased the pump. Additionally, the customer stated that she purchased a new pump and has discarded this pump. The customer stated that her infection is being treated and she is healing. Based on the results of our internal investigation (reference number (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.